Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited noise which caused inappropriate auto mode switching. The noise was reproducible with isometrics. The lead was capped and replaced on (B)(6) 2015. The patient experienced no adverse event and was discharged home the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.